Manufacturer narrative:
This report is submitted on june27, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the surgeon, the patient experienced chronic postoperative wound healing problems since the implant and abutment were placed in (B)(6) 2016. The patient was treated with an oral and topical medication (not specified).